Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that the tubing of a continu-flo interlink solution set had collapsed during infusion. The set was being used with a pump that was programmed to infuse a vancomycin solution, at a rate of 250 ml/hr for 1 hour. During the infusion the pump alarmed for an upstream occlusion. The user observed that the tubing was collapsed right above the ?air purge valve?. The clinician removed the continu-flo set from the pump and observed the flow continue via gravity. The set was changed and the infusion was continued without incident. Additional information was requested and is not available.